Manufacturer narrative:
Analysis of the neurostimulator found no anomaly. The insulation coating, ins can, setscrews, grommets, access hole adhesive, connector ports and connector module were ok. Telemetry was ok and there was good stable output on all electrode pairs. There were no problems when pressing on the ins can. Normal impedances were observed when the device was tested in saline.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after connecting an implantable neurostimulator (ins) to the extensions, extremely high and erratic impedances were observed. The ins was replaced and all the functions worked correctly. It was noted that the ins with the observed high impedances was never used in a patient. No patient outcome was provided.